Manufacturer narrative:
Additional information received via email on 30-sep-2020 that no patient was involved.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump alarmed every time the latch was closed. No patient injury or complications were reported in relation to this event.